Event description:
Following was initially reported: ¿the cardiohelp was used in patient management. The alarm output is used here and connected to a nurse call system where false alarms were reported. The hospital biomed found that the problem was in the cardio help. During the visit it turned out that the test box showed a flashing led when the cable in the connector was moved. The patient has no adverse effects from this problem.¿ the customer discovered the false alarms right after the start of the treatment. Therefore they did not used the nurse call and took actions to hear the alarms from the cardiohelp device via the hospital intercom. The cardiohelp was not exchanged during treatment. No harm to any person has been reported. Complaint ID#: (B)(4).

Manufacturer narrative:
Following was initially reported: ¿the cardiohelp was used in patient management. The alarm output is used here and connected to a nurse call system where false alarms were reported. The hospital biomed found that the problem was in the cardio help. During the visit it turned out that the test box showed a flashing led when the cable in the connector was moved. The patient has no adverse effects from this problem.¿ the customer discovered the false alarms right after the start of the treatment. Therefore they did not used the nurse call and took actions to hear the alarms from the cardiohelp device via the hospital intercom. The cardiohelp was not exchanged during treatment. A getinge field service technician (fst) was sent for investigation and repair on 2022-11-18. The cardiohelp (ch) user interface hardware update kit including hmi board was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Moreover the logfile analysis shows no error message or pump stop that occurred. Getinge fst confirmed the root cause as a mechanical damage of the hmi board connection port due to external forces. According to the instruction for use (IFU cardiohelp system, chapter 4.5.2 connecting an external alarm system) the transmission of the alarm signal to an external alarm system is not failsafe within the meaning of iec 60601-1-8 standard. Do not rely on the external alarm system to generate an alarm. There is a risk that alarm situations may not be recognized. Based on the results the reported failure "alarm port giving false alarms" could be confirmed. This complaint was found in the database of customer complaints as a single event. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.